Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 29mm mitral mechanical valve, regurgitation was noted. As a result it was explanted and replaced with another 29mm mitral mechanical valve. No additional adverse patient effects were reported.